Event description:
It was reported that the right ventricular (rv) lead implanted in the left bundle branch exhibited oversensing with artifacts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted (B)(6) 2026; 5867-3m adaptor implanted (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5: removed oversensing, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead implanted in the left bundle branch exhibited artifact not associated with t-wave or p-wave oversensing on rvtip to rvring during lead testing that resolved initially and later reappeared when lead was connected to the device. It was further reported that during the procedure, the lead was repositioned several times and the slack adjusted. Additionally, blanking periods were adjusted to mitigate the double counting of ventricular senses events. The lead remains in use. No patient complications have been reported as a result of this event.